Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. The ipg was deemed inoperable. Surgical intervention is planned be taken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.